Event description:
It was reported to philips that while in high flow therapy (hft) mode, the device would not reach its target flow. This event was reported to have occurred during patient use. There was no patient harm reported. The customer spoke with a philips remote service engineer (rse). The customer provided error codes 122d cannot reach target flow and 122e patient circuit occluded and asked for more information. Further information is pending.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown. Based on the information provided, the customer's alleged malfunction was not confirmed.

Event description:
It was reported to philips that while in high flow therapy (hft) mode, the device would not reach its target flow. This event was reported to have occurred during patient use. There was no patient harm reported. The customer spoke with a philips remote service engineer (rse). The customer provided error codes 122d cannot reach target flow and 122e patient circuit occluded and asked for more information. Further information is pending.